Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Event description:
It was reported that the cordless power flosser caught fire and damaged the carpet. No injuries were reported.

Manufacturer narrative:
The device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customer complaint is melted usb-c socket and usb-c plug of the charging cable, due to the presence of water ingress.

Event description:
The device was returned to manufacturer for investigation. It was confirmed that the device malfunctioned. The cause of the customer complaint is melted usb-c socket and usb-c plug of the charging cable, due to the presence of water ingress.